Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.

Event description:
It was reported that during a procedure to explant the pulse generator, the atrial lead dislodged. The lead was explanted and replaced.